Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/15/2018, that on (B)(6) 2018, the receiver displayed the same blood glucose value. No product or data was available for evaluation. Confirmation of the complaint could not be determined. The probable cause could not be determined. No additional event or patient information is available.